Manufacturer narrative:
Updated data: b5. H6. Corrected data: h11. System reported device. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: non-implantable; FDA site ID: 9612164. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, calcification at the annulus and on the non-coronary cusp (ncc) contribu ted to the infold. A procedural delay occurred due to the need to load a new valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable}. Product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 millimeter (mm) balloon. Upon deployment of the valve to the point of no recapture, an infold was observed. Subsequently, the valve was recaptured. An additional deployment attempt was made, however the infold remained, and the valve was recaptured once again, and the system was withdrawn from the patient. An additional pre-implant bav was performed with a 22 mm balloon, and a new valve was opened. Upon deployment of the second valve, left bundle branch block (lbbb) was observed. The valve was successfully implanted into the patient, and improvement of the lbbb was noted. A temporary pacing lead was inserted as a precaution. It was noted over the following days that the lbbb returned intermittently, and the pacing lead remained in the patient. Permanent pacemaker implantation is considered; however, a definitive decision has not yet been made.